Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. No product has been requested for return. Strips that have the questionable results have been used up and not available for return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of a questionable inr result for 1 patient tested with coaguchek xs meter serial number up01787644 compared to an unknown laboratory method. The meter result was 3.7 inr at 1:59 pm. The laboratory result was 2.8 inr within 30-60 minutes. Customer's therapeutic range is 2.5-3.5inr.